Event description:
It was reported that during a directional atherectomy using the atherectomy th plus 7f std tip in a severely calcified, proximal sup erficial femoral artery target lesion, moderate resistance was felt during advancement and a guidewire lock-up on the catheter/device occurred. Guidewire was hydrated durinng preparation and resistance was felt. Surgical intervention (cut down) was performed to remove the locked guidewire, and following surgical intervention involving incision of blood vessels, the procedure was completed. The guidewire lumen was not torn from distal tip. The vessel was not pre-dilated and was post-dilated, and the instructions for use were followed during preparation, procedure, and post-procedure. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.